Event description:
The complainant reported that the inflation monitor displayed inaccurate pressure and time readings during inflations with multiple patients in 2005 and 2006. This was reported to have occurred during balloon and stent procedures.

Manufacturer narrative:
Evaluation summary: the intellisystem monitor was returned to merit for evaluation. A series of pressure changes were performed with no abnormalities observed. Evaluation of the device did not confirm the reported failures. The device history record was reviewed and there were no deviations found that would have led to this product failure. Further, the complainant reported that the device had failed multiple times in 2005 and 2006. This device was manufactured in october 2006. Therefore, failures that were reported to have occurred before october 2006 could not have been related to the subject device. When the device failure was originally reported, merit was not made aware that events had occurred. This medwatch report was initiated when further information became available.